Manufacturer narrative:
(B)(4). Evaluation of the returned proglide device found that the needle plunger remained in the pre-deployed position and there was no slack present on the link. The absence of slack on the link is an indication that the lever was not activated. The needle plunger cannot be deployed until the lever is activated. During testing, the lever was opened and the needle plunger was deployed without difficulty. The anterior and posterior cuffs captured their respective needle tips. There was no abnormal observation with the condition of the returned device that could have contributed to the reported complaint. A review of the finished product lot history record did not reveal any nonconforming material records associated with this lot. There were no manufacturing or quality issues detected that could have contributed to the reported product experience. Based on the investigation findings, the device conformed to specification. The cause for the product experience could not be determined. To assure that all products perform according to specifications they are subject to a 100% inspection during manufacturing. In addition, a quality control audit inspection is performed to verify product quality.

Event description:
It was reported that a physician trained in the use of the perclose proglide device attempted arteriotomy closure of the common femoral artery after an unspecified procedure. Reportedly, the device "misfired not properly closing artery." The device was removed and a second proglide device was attempted, but with the same results the device "misfired not properly closing artery." It was not specified how hemostasis was achieved. There were no reported adverse patient effects. Though requested, no additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow-up will be submitted with all relevant information. Device #1 proglide is being filed under a separate manufacturer report number.